Event description:
It was reported that the customer's cartridge was could not be loaded while the case was on. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 ml of insulin during the load sequence. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.